Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient info. Source: phone.

Event description:
One alleged false negative sars result for one asymptomatic patient (off-label at the time) that was tested after the 14 day quarantine period. The pediatric patient initially tested positive on sofia sars antigen on the first visit and the result matched pcr confirmation. On the second visit after the 14 day quarantine, the patient tested negative on sofia sars antigen and positive on pcr.